Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shocks during atrial fibrillation episodes. The patient was treated with cardioversion. The patient was stable after treatment.

Manufacturer narrative:
Further information was requested but not received.